Event description:
It was reported that there was an right atrial (ra) lead warning due to high impedance which was suggestive of a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.